Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window were noted during the visual inspection. No button error alarms were noted. The insulin pump had no button response due to corroded keypad traces. The prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests could not be performed.

Event description:
Customer reported the insulin pump alarmed button error. Customer did now know current blood glucose level. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. Customer did state he had blood glucose that went down to 48 mg/dl, she drank juice and it went up to 300 mg/dl but wasn't sure of current levels. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.